Event description:
It was reported that the device was found to be at end of life prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Bench, automated electrical testing, temperature and humidity tests were performed; no sources of high current were found. The battery was sent to the manufacturer; no internal loading mechanisms were found. The cause of the premature battery depletion could not be determined.

Event description:
The facility representative contacted baxter to report an infusor in which during filling, backflow was observed from the filling port. The device was filled with normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.